Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site, replaced the air gas module and returned it for further investigation. During visual inspection it was noticed that the nozzle unit was not included in the returned air gas module. Simulated test use in a ventilator of the returned air gas module failed the internal leakage test, pressure transducer test, o2 cell/sensor test, flow transducer test and the patient circuit test during the pre-use check. During ventilation the machine alarmed for expiratory minute volume low, respiratory rate high and paw high. Further investigation showed liquid signs on the nipple thread, temperature sensor and on a printed circuit board inside of the air gas module. The conclusion is that the delta pressure sensor has a measure drift due to liquid contamination. Furthermore, it was noticed that the gas module filter was from year of 2006 week 46 and the machine was manufactured 2007 april which means that this ventilator didn't receive any service maintenance. This fault in the pressure sensor can give rise to faults in the pre-use check and during ventilation high pressures and volumes, as well as higher oxygen concentrations than set. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).